Manufacturer narrative:
Product event summary:the reported event of critical battery alarms occurring on (B)(4) was confirmed. The reported event of abnormal cycle count on (B)(4) was also confirmed. Log file analysis revealed multiple critical battery alarms. (B)(4) were active during these critical battery alarms. These critical battery alarms are most likely due to communication anomalies between battery and controller. (B)(4) had not received an smr upgrade when these alarms occurred. Various analyses were conducted and reviewed in order to evaluate the performance of the returned batteries, (B)(4), in relation to the reported event. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to abnormally high cycle counts. Analysis of (B)(4) could not be performed since the devices were not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Log file analysis showed that these batteries had abnormally high cycle counts. In some instances, a battery may misinterpret a command from the controller requesting the battery¿s relative state of charge (rsoc) as a command to change the cycle count. The communication error will cause the cycle count to change to an abnormally high value. An internal investigation has been opened to evaluate communication errors between batteries and controllers. Battery/ (B)(4) / model #1650 / exp. Date: 2015-06-30, device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 2014-06-30. Labeled for single use: no. (B)(4). Battery/ (B)(4) / model #1650/ exp. Date: 2016-06-30, device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-06-30. Labeled for single use: no. (B)(4). Battery/ (B)(4) / model #1650/ exp. Date: 2016-02-29, device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: 2015-02-28. Labeled for single use: no. (B)(4). Battery/ (B)(4) / model #1650/ exp. Date: 2015-12-31, device available for evaluation: yes, date received 2016-06-14. Device evaluated by manufacturer: no. Mfg. Date: 2014-12-31. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log files show critical battery alarms on three batteries. It was also reported that two batteries show erroneous cycle counts. The batteries were exchanged. No patient complications have been reported as a result of this event.